Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit after changing the battery. The blood glucose reading was 94 mg/dl. The customer had also received a failed battery test alarm. The customer was unable to troubleshoot for the issues at the time of the call.